Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported during incoming inspection at the warehouse, that it was discovered the screw received was the incorrect length. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.